Event description:
It was reported that this right ventricular (rv) lead was unable to be implanted due to high impedance out of range. The helix tissue was noted on the helix, and the physician tried to remove it, however, impedance measurements didn't improve. Another lead of the same model was successfully implanted with a stable impedance measure. No adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection did not find any helix/tip damaged. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems.

Event description:
It was reported that this right ventricular (rv) lead was unable to be implanted due to high impedance out of range. The helix tissue was noted on the helix, and the physician tried to remove it, however, impedance measurements didn't improve. Another lead of the same model was successfully implanted with a stable impedance measure. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was unable to be implanted due to high impedance out of range. The helix tissue was noted on the helix, and the physician tried to remove it, however, impedance measurements didn't improve. Another lead of the same model was successfully implanted with a stable impedance measure. No adverse patient effects were reported.